Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor position encoder error alarm and excessive motor error alarm. Customer's blood glucose was 99 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in history file. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip noted.